Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device sensing issue.

Event description:
It was reported that the right ventricular lead exhibited high thresholds and poor sensing. During the attempt to reposition the lead, an insulation anomaly was noted. The lead was explanted.